Event description:
It was reported that an 840 ventilator had a keyboard issue. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the keyboard to correct the issue. The unit passed all testing and operates within the manufacturing specifications.